Event description:
The device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth in the posterior side. The fill test inspection was performed, the result is no blockage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a unknown side deflation. Device remains implanted.